Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer received information alleging fear about possible conditions/disorders in the future, negative impact on sleep therapy, which puts more pressure on the health condition. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was investigated at a third party service center plexus romania, and no foam particles were found inside the assembly. The pca needed to be replaced. The device was scrapped based on customer's request. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The initial report country was left out by error. This has been updated to show netherlands.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer received information alleging fear about possible conditions/disorders in the future, negative impact on sleep therapy, which puts more pressure on the health condition. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was investigated at a third party service center plexus romania, and no foam particles were found inside the assembly. The pca needed to be replaced. The device was scrapped based on customer's request. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.